Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid, clonidine, and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2017 for withdrawal symptoms including nausea and "feeling icky." The following day, the patient noticed the pump alarming. On (B)(6) 2017, the patient went to the managing hcp's clinic and it was determined that the pump had stalled on (B)(6) 2017, recovered, stalled again on (B)(6) 2017, and was still stalled at the time of interrogation. The pump dose was not changed, and the patient was given oral narcotics as well as a fentanyl patch. On (B)(6) 2017, the patient was admitted to the ER again with overdose symptoms. The pump was read and the motor stall had recovered. The ER physician stated that the overdose was likely due to pump medication and extra medications. The patient's managing hcp instructed the ER physician to turn the pump to minimum rate, and the ER physician updated the pump. The managing hcp was considering pump replacement, but no intervention had occurred at the time of report. It was unknown if surgical intervention was planned. The issue remained unresolved and the patient's status at the time of report was alive - no injury. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. No further complications were reported or anticipated as a result of this event.